Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
The following was reported to hamilton medical ag: 'low oxygen' alarm occurred when oxygen concentration was set 100%. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: 'low oxygen' alarm occurred when oxygen concentration was set 100%. No patient harm reported.